Manufacturer narrative:
On may 29, 2023, mentor received the device for evaluation. On june 07, 2023, mentor received additional information. The patient experienced sagging of the left breast. As such, a new file was generated to document the complication experienced with the patient's left prosthesis. Refer to manufacturing report number 1645337-2023-07148 for the contralateral event. Mentor became aware that the patient's prostheses were replaced with 350cc mentor memorygel breast implants. On june 12, 2023, mentor became aware that an error was submitted in the initial report. The patient's concomitant device was reported as the complaint device. The patient's right device was identified as serial number (B)(6). The lot and catalog number remain the same. On june 13, 2023, mentor completed a visual inspection, microscopic examination, and thickness measurement of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view, measuring approximately 1.5 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4) in the initial report, d4. Serial should have been populated with (B)(6).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year-old caucasian female patient underwent a breast surgery with a 375cc mentor smooth round moderate plus profile saline breast implant. Post-operatively, the patient experienced a deflation of her right prosthesis, which was confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6) 2023.